Event description:
The device beeps when battery is installed. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 20th august 2018. During the investigation, the green status led was flashing green along with an audible chirp when the pad-pak was installed, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in a leakage current to beeper bp1. The fault could not be replicated when the red status led was removed from the membrane. This would confirm a current leakage across the component had resulted in the reported fault. The status leds are tested during h037-014-004 final unit test, the device successfully passed final unit test on the 20th august 2018. This would therefore indicate the component failed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device beeps when battery is installed. There was no patient involved in this event.